Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 when extending the c-ring out of device it was not curved, but came out straight. Device remained intact. They were able to bend the arm of the c-ring to the normal position and use the device for the case. No delay in procedure. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000379692, 3000367230, and 3000353455 the last 3 lots shipped to the account prior to the event/aware date. For lots #s 3000379692 and 3000367230. There was one (01) ncmr documented for the reported event. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. For lot # 3000353455 there were no ncmrs, rework, or deviations documented for the last 1 lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.